Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 95% stenosed, 2.5mm in diameter and 14mm long. The lesion was treated with predilation and placement of a 2.5x20m taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced myocardial infarction and expired. Per the death certificate, the cause of death was myocardial infarction secondary to coronary artery disease. No additional information is available and the site has confirmed that no further details would be available as the patient died at home.